Manufacturer narrative:
The technician replaced the three casters, the foot end hex rod and set screw to repair the stretcher.

Event description:
Info received indicates both foot casters and the right head caster swivel when in brake.